Event description:
It was reported that the fiber was confirmed to be in good condition upon unpackaging and preparation. However, when the fiber was connected to the console, it displayed a connection error and broke. A new fiber was used to continue with the photo-selective vaporization prostate procedure. The procedure was completed without patient complications.

Event description:
It was reported that the fiber was confirmed to be in good condition upon unpackaging and preparation. However, when the fiber was connected to the console, it displayed a connection error and broke. A new fiber was used to continue with the photo-selective vaporization prostate procedure. The procedure was completed without patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. Visual analysis did not identify devitrification at the output window. The fiber was tested with hene (helium-neon) laser fixture, and there were no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber as designed. Based on the information available and analysis results, the reported fiber break was not confirmed, as the device was found to be within specifications.